Manufacturer narrative:
The reported problem occurred during periodic maintenance. There was no patient involvement. The event does not present a direct risk of patient harm or injury and therefore no longer meets regulatory reporting criteria.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported the center button missing from the nav ring. There was no patient involvement. The field service engineer provided remote support and advised the customer the front bezel would need to be replaced and provided the part number for the customer to order.